Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber burnt out, failed prematurely and an error message fiber expired appeared on the console screen after (B)(4) joules of use. The procedure was completed with a second fiber at (B)(4) joules without patient complications. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber burn of device or device component was confirmed as analysis identified a glass cap distal circumferential fracture. It is probable that the circumferential fracture occurred due to elevated temperatures, near the laser beam output window. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The metal cap exhibited mild charred debris adhesion on its surface and the glass cap exhibited moderate devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.